Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an unknown neurostimulator. It was reported that the patient had a problem and needed to talk to a manufacturer representative (rep). The rep called the patient during the call with the manufacturer on 2017-feb-03, and the patient needed to go and hung up. Additional information was received from the patient. It was reported that the patient had their implantable neurostimulator (ins) replaced. The patient stated that everything was working fine now and that they were doing well. No further complications were reported or anticipated. Indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.